Event description:
It was reported that several inappropriate therapies were delivered to the patient. At the beginning of each episode, the device detected the rhythm as svt, but suddenly changed to vt, for which the therapy was delivered. The episodes did not show a reason for changing from svt to vt. A follow-up visit was scheduled but the patient did not show. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.